Event description:
Procedure: urological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, sustained permanent injury, permanent and substantial physical deformity, has undergone corrective surgery in (B)(6) 2012, and may undergo additional future surgeries. Product was used for therapeutic treatment. Associated MDR# 1018233-2012-02001.

Manufacturer narrative:
Additional info from the importer report: (B)(6); (B)(4) 2012; pelvitex polypropylene mesh, catalog #: 486015; (B)(6). (B)(4).